Event description:
Customer reported issue were with sensor glucose verses blood glucose differences. It was reported that he insulin pump alarmed. Threshold suspend. Customer also reported a bent canula. Customer's blood glucose reading was 149 mg/dl. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per specification due to low readings. Also found sensor's canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.